Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. The downloaded data showed that the device ran 46 pulses and was deactivated at 56 pulses. No evidence was found that would result in the needle mechanism deploying late; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400, 17845-5a-aw rev b 09/17.  Changing your pod:   chapter 3 / pages 33;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while activating a pod both the needle and the cannula deployed late. The pod was not worn.